Event description:
It was reported the impedances were >4000 ohms on multiple electrode pairs. Additionally, after interrogating the device, the printout from the physician programmer did not display the device's full serial number on the print-out. The device was programmed around the high impedances, and the patient's symptoms were effectively being controlled.

Event description:
Additional information received reported the neurostimulator showed hours used. There were no issues with the patient, and the patient was doing fine. It was unclear whether the device also had a power-on-reset condition. The manufacturer representative thought there might be an issue with the programmer, though it was undetermined. Additional review found this event had also been reported under manufacturer report # 3007566237-2011-09058. All further information received will be reported under this manufacturer report number (3004209178-2011-09116).

Manufacturer narrative:
Programmer: model 8840, serial (B)(4), lead: model 435135, lot #nht015621n, implanted: (B)(6) 2011, lead: model 435135, lot #nht015620n, implanted: (B)(6) 2011.